Event description:
After 8+ months of implantation, this ICD was explanted and returned because of a pocket infection. It was also reported that when this device was interrogated before explantation, it was noticed that the battery voltage had depleted significantly. It was also noticed and reported that there were long charge times.